Event description:
It was reported that the image quality on the stenoscop system is poor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Image intensifier (ii) tube and ii power supply. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a f/u report will be submitted as required.